Event description:
Per the clinic, the patient experienced a skin infection at implant site. Subsequently, the patient was hospitalized (specific date not reported) and was treated with oral and IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 28, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 19, 2024.